Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address bg. The customer will continue to use current pump for insulin therapy.